Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument broke and a piece fell inside the patient during intraoperative use for a surgical task involving liver tumor removal. The entire piece was retrieved and the user completed the procedure using another instrument with no further issue reported. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the instrument was inspected prior to use. The instrument initially worked. No incidence of instrument collision with a hard object or another instrument reported.

Manufacturer narrative:
Based on the claim against the product by the customer physical damage on the instrument, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigation identified a broken blade measuring approximately 0.142" from the base. The broken piece was not returned for evaluation. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The known cause of this issue is attributed to mishandling and misuse. The complaint regarding the issue was confirmed by failure analysis, the information gathered indicates that the device did contribute to the customer reported issue. A review of the submitted image was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst. The following additional information was provided: the image shows the instrument tip with obvious damage, detachment of the blade. This observation is consistent with the customer reported allegation. This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury.